Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. The cgm was reading 98 mg/dl and the blood glucose was not checked because the patient was reportedly asymptomatic. An unspecified time later, the patient experienced loss of consciousness. The estimated glucose value (egv) at that time was not documented. It was not documented whether the bg was checked. The daughter and spouse transported him to the emergency department (ed) where he regained consciousness. The bg by hospital staff and egv during that time could not be recalled. The patient reportedly received no medication. He was in the ed from 1600 on (B)(6) 2024 until 1700 (B)(6) 2024. According to the report, when the patient came home from the hospital, he was getting an unspecified low reading on the app and he was only checking his fingerstick and did not trust the egv. The patient reportedly did not remember what the exact reading was on the fingerstick and on the app anymore. There was no documentation of further medical evaluation or intervention. The patient was feeling fine at the time of the call. No other details were documented. No data was provided for evaluation. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.